Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign materials in the air/water tube, and the air/water cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. During the investigation, olympus found foreign material in the air/water cylinder and tube. The foreign material was not able to be identified; therefore, a definitive root cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.